Event description:
The user facility reported to the stryker sales representative that during a procedure the device would not keep pressure and air leaked out. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported to the stryker sales representative that during a procedure the device would not keep pressure and air leaked out. There was no patient impact, no delay, no medical intervention, and no adverse consequences.